Event description:
It was reported that the patient's right knee was revised due to the patella implant loosening. The surgeon replaced the patella and insert. The pegs on the patella were sheered off. The surgeon commented that the insert was unusually worn for the amount of time it was in the knee and stated that the wear could have occurred due to lose cement abrasion.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding patella loosening and peg fracture involving a triathlon cs insert was reported. Conclusion: the event reports patellar loosening and peg fracture. The material analysis indicated the one peg fractured in fatigue. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient's right knee was revised due to the patella implant loosening. The surgeon replaced the patella and insert. The pegs on the patella were sheered off. The surgeon commented that the insert was unusually worn for the amount of time it was in the knee and stated that the wear could have occurred due to lose cement abrasion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.